Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: investigation by aesculap technical service indicates the root cause of the issue can not be determined. Review of complaint history for this item number from 08/30/2015 to 08/30/2017 indicates one other reported complaint on repair with similar defect; the result of that investigation determined the device had no indications of previous repair; complaint could not be confirmed. No corrective/preventive action is required; aesculap qa will continue to monitor for future occurrence.

Event description:
Country of complaint: USA. It was reported that the lids not adequately sealing, gasket not adhering to container, lid repaired at ats on (B)(6) 2017. Did not occur during surgery. No patient harm. Surgical delay of unknown duration reported. Jk486 - this lid was a replacement that was sent to us, but failed after only a couple of uses (delivery# - (B)(4) from 6/15/2017). Jk487 - this lid was previously repaired by aesculap - sometime in 2nd quarter this year. Jk786 - this lid seal is broken and there is no visible adhesive seen in the groove - not sure if this one had been previously repaired all med watch submissions related to this report are: 9610612-2017-00453, 9610612-2017-00452.